Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 80 to 110 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states that his meter is giving erratic blood results. Customer have only been using this meter for about a month and a half now and the results are all erratic. Customer normal glucose range is 80-110mg/dl fasting and he test 4-5 times a day. Customer states that he run the control solution test and the results were within range. Customer did not want to run another control test at this time. Customer states that his results with the true result meter he would get about 3 mg/dl difference on a back to back test. Customer states that with this meter he is getting erratic and high blood results and a lot of errors. Customer is concern with all these results that he included in the email that was sent.